Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A loose clip was also returned. The cartridge and the clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with no intact clips remaining in it and a half of a clip with the pierced bosses. The returned clip appears used as there is biological material present on the clip and the cartridge. The loose clip exhibited a staggered break where it was broken in the middle of the inner the hinge but also broken at the outer hinge towards the side of the clip with the pierced bosses. It could not be determined exactly how or what caused the returned clip to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips got broken at loading" was confirmed based upon the sample received. One cartridge and one loose clip were returned. The cartridge was returned with no intact clips remaining in it and a half of a clip with the pierced bosses. The loose clip exhibited a staggered break where it was broken in the middle of the inner the hinge but also broken at the outer hinge towards the side of the clip with the pierced bosses. It could not be determined exactly how or what caused the returned clip to break at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during a laparoscopic operation, several clips got broken at loading. Although the user opened the other 2 cartridges of the same lot, the same issue occurred. Another cartridge of the different lot was opened, then clips were ligated smoothly. No clip fell in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73j1800542. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic operation, several clips got broken at loading. Although the user opened the other 2 cartridges of the same lot, the same issue occurred. Another cartridge of the different lot was opened, then clips were ligated smoothly. No clip fell in the patient.